Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the (unknown latex foley catheter) ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient was admitted to the hospital due to dizziness for 1 day and the emergency computer tomography showed deep temporal lobe and basal ganglia lacunar lesions. From jan 01 to 17, the patient was admitted to the hospital due to cerebral infraction. Also stated that patient had urinary incontinence with an indwelling urinary catheter, which was properly fixed. On january 22, the nurse found that the urinary catheter fell off but the patient had no bleeding. Also stated that the balloon of the urinary catheter had ruptured, and there was a 2cm crack could be seen in the balloon, so catheter has to be replaced immediately.